Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient did not report any complaints or present with any complications during her first post-operative follow-up on an unknown date. In (B)(6) 2012, the patient complained of pelvic pain, stress urinary incontinence, spotting, and dyspareunia. The physician noted some cracking in the vagina, and prescribed vesicare. The physician saw the patient for the last time in (B)(6) 2012, when she complained that she'd had five urinary tract infections during the previous six months. She also reported she was still having pain with sex. A urinalysis was performed and was positive for (B)(6), for which the patient was given antibiotics. The patient was referred to another physician to be tested for interstitial cystitis, but it is unknown if she followed up. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.